Event description:
Intuvie received a report requesting a hex file to recalibrate a z-800f infusion pump (sn (B)(6)) after the device failed the 30 psi occlusion test during service testing. The pump¿s existing 30 psi calibration value was 277, and a request was made to adjust this value to 257 to address the out-of-spec condition. The issue was identified during controlled testing only. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records for sn (B)(6) was completed, and no prior service records were identified for this device before the current complaint. Complaint history was also reviewed, and no previous complaints were associated with this device. CAPA-15 was opened to evaluate the reported failure mode associated with this complaint. Refer to the CAPA record for full investigation and trending results. The reported issue was confirmed during testing. A hex file was provided and uploaded to the device to correct the calibration issue. The probable cause was determined to be the device being out of calibration.